Event description:
The clinician reports the implant was inserted 2019-07-31 in ada 23. On 2019-11-19, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain, swelling and inflammation. No further patientcomplications were reported.